Event description:
It was reported via poster presentation entitled "vagus nerve stimulator in a pediatric population-surgical technique considerations in young children" that one pt required "redo" surgery after implant for an unk reason. No further details were available and attempts for further info have been unsuccessful to date.